Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 10. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced ten infusion set kinked cannula events in mid of (B)(6) 2024. Event occurred after three hours of insertion. Insertion site was at abdomen and upper buttocks. The set was in use for 2-3 days. Patient replaced infusion set and resumed insulin deliveries successfully. Also, patient reported infection at ten infusion set insertion sites which occurred during the same period (i.e., mid (B)(6) 2024). Patient discussed it with health care professional who provided medication for the same. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.